Manufacturer narrative:
On (B)(6) 2016, a fujifilm distributor visited the hospital and confirmed wrong tubing connection to the endoscope from a non-fujifilm reprocessing device and corrected the error. On (B)(6) 2016, hospital staff requested that fujifilm recommend a risk assessment method in order to follow up with patients on possible infection likelihood. On (B)(6) 2016, fujifilm proposed a comparative study on the amount of residual proteins after cleaning between proper tubing and improper tubing connection to an endoscope. As of (B)(6) 2016, there have been no reported patient infections. The distributor confirmed that other hospitals visited in his territory all have proper cleaning adapter connections. Fujifilm will inform applicable distributors on risks related to cleaning endoscopes using non-fujifilm cleaning devices. Due to existing (B)(4) practices in connection with local filings, the specific name and location of the initial reporter is not available. Endoscope model eg-580nw2 is not marketed or sold in the u.s. In this hospital, there are six fujifilm endoscopes: ultrasonic endoscope (quantity one), gastroscopes (oral type and transnasal type, two scopes each), and double-balloon endoscope (quantity one). For all six scopes, their adapters were found to have wrong tubing. Therefore, a total of six MDR's ( numbered 2431293-2016-00021 through 2431293-2016-00026) will be submitted.

Event description:
A technician at a hospital discovered tubing for an endoscope cleaning adapter was incorrect. The tube was connected to the suction channel inlet of the endoscope instead of the air/water channel inlet. As a result, cleaning/disinfecting chemicals failed to flush the air/water channel of the endoscope.